Manufacturer narrative:
Qc (qc) was out of range. Customer did not indicate whether qc was out high or low. Qc data was not supplied. There were ultrasonic errors. As part of troubleshooting, customer performed a level sense verification test, which met specs. On (B)(4) 2009, the field svc engineer identified that the ultrasonic high voltage was out of specs low. Replaced the pcb ultrasonics board and verified the ultrasonics voltage along with the pipettor alignments. Verified repair per established procedures and results meet published performance specs. Root cause was not determined. This reportable event was identified during a retrospective review conducted between 1/1/2008 and 10/23/2010 of complaints for add'l reportable events. During the retrospective review, it was determined that another MDR was required to report add'l test results. This MDR is related to MDR 2122870-2009-00342.

Event description:
Customer reported erroneous bnp (b-type natriuretic peptide) for one sample and erroneous accu tni (troponin I) test results were obtained for four samples when using the access 2 immunoassay system. The erroneous test results reported out of the lab. Repeat analysis was performed. Amended reports were issued. Customer was not aware of any adverse affect to pt treatment. No reports of death or serious injury as a result of this event. This is event 2 of 2 reported by this customer. Test results for one of the 5 pts were previously reported in MDR 2122870-2009-00342.